Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported failure to deploy the suture was not tested due to key components missing. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: user facility medwatch# (B)(4).

Event description:
Additional information was received: user facility medwatch# (B)(4) received that states: describe the event or problem: "product did not deploy. Another proglide was opened to complete the procedure. Product had patient contact but no patient harm. Product is available to be returned to the manufacturer. What was the original intended procedure?: aaa repair.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the device failed to deploy. A second device was used to achieve hemostasis. No additional information was provided.